Event description:
Complainant alleged that during biomed testing, the device's energy level drops on its own when paddles are being used. Complainant indicated that there was no patient involvement in the reported malfunction.